Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the pulse generator exhibited premature battery depletion and inappropriate telemetry measured data. The device was explanted. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis confirmed the reported battery depletion. The root cause for the anomaly could not be determined.